Manufacturer narrative:
(B)(4) blood clot on prosthetic valve (thrombosis). Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device is currently being evaluated and a supplemental report will be submitted once completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4). Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months due to severe mitral regurgitation with perivalvular leak. It was noted that the patient had prior chordal sparing mitral valve replacement in the past, and at the time of his redo operation his valve was densely adherent to the old mitral valve leaflets and chordal mechanisms and by the time the valve was explanted there was very little good quality tissue left behind to place the new valve to. Reinforcement and repair was done to accommodate the new prosthetic valve (subject device). Patient recovered well until new symptoms arose. Tee revealed clot layering the wall of his left atrium as well as a large clot burden on the device. Operative report showed that indeed there was perivalvular leak in mitral valve and the part where there was repair done before. The surgeon explanted the old device and reinforced the weakened area then implanted a new but same model edwards device. The surgeon also indicated that this event was not related a device malfunction.

Manufacturer narrative:
Evaluation summary: as received the valve exhibited a cut at the free margin and into the cups area of leaflet 2. It measured to approximately 5mm. The cut was most likely due to mechanical damage at explant. No inconsistencies detected in the valve. The leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. Minimal host tissue is noted onto the stent inflow and stent outflow. X-ray. Additional manufacturer narrative: the device evaluation revealed no inconsistencies with the edwards valve. Per the information provided, it appears that this event was likely due to the patient's pre-existing poor tissue quality. Although the area had been repaired, the leak presented in the same area as the tissue repair. In addition, the surgeon has confirmed that there was no device malfunction. No further actions are possible.